Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a disconnected outflow graft bend relief as evidenced by chest x-ray. The pt had a follow-up CT scan and no surgical measures were planned. The pt was asymptomatic with no abnormal lab values at this time.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. This situation is being addressed through the MFR's corrective action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available. A supplemental report will be submitted when the MFR's investigation is completed.